Manufacturer narrative:
Occurrences of the product malfunction are being investigated by vygon quality assurance. The used device was not returned for evaluation. However, an investigation will be conducted using available information. Results of the investigation are still pending and will be sent in a follow up MDR.

Event description:
The tubing of the administration set separated from the drip chamber resulting in a drug spill. No harm was done to the patient or clinician.